Manufacturer narrative:
The company rep was unable to duplicate the reported event. The company rep performed functional and leakage tests. It functioned normally and was returned to the customer. On a later date, the company rep visited the facility and printed out the battery stats. Based on the eval, it was speculated that the batteries were not fully charged on the day of event. The company rep simulated the event on the same pump. The power mains switch was turned off at 12:15 pm and the iabp was evaluated. The company rep observed the low battery audio alarm sounded, battery low appeared on the screen and the battery symbol started flashing eventually the pump shut down at 3:00 pm. Since the unit was operable for 2 hours and 15 minutes on batteries, indicating that the batteries meet the required specs and are not the cause for the shutdown. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit shut down. The customer biomed stated that he found the power mains switch off. The iabp was replaced and therapy was continued. No pt injury was reported.